Manufacturer narrative:
(B)(4). Evaluation, results: (unknown cause of event); failure to follow instructions (using inflation device other than a syringe). Conclusion: (unknown cause of event); failure to follow instructions (using inflation device other than a syringe).

Event description:
It was reported that a reliant balloon was selected and used in the patient for post dilation. When the physician dilated the balloon using a manometer connected to the balloon channel, liquid was seen coming from the guidewire channel (in the front of the catheter). No leak was observed during prepping of the device. The physician finished the procedure with the damaged balloon. There was no noticeable damage to the packaging or device prior to use. The inflation speed was slow and a maximum 20ml. Of fluid was injected.the physician suspects there may have been some kind of connection damage between the guidewire channel and the balloon channel. No clinical sequelae were reported and the patient is fine.